Event description:
An eye care practitioner reported that a pt experienced moderate pain and an anterior chamber reaction, right eye, associated with wear of an o2 optixcontact lens and use of renu contact lens solution. The patient used an "old" bottle of solution thought to have been thrown out after his sister had experienced a similar event about one year earlier. Diagnosis consisted of corneal ulcer, centrally located, 3 infiltrates and iritis. Treatment consisted of prod forte. Event resolved with no reduction in visual acuity and resumption of lens wear. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.